Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 80% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was successfully implanted. Following deployment, the patient was transferred to the coronary care unit, where the patient suddenly experienced chest pain and developed hypotension. The patient suffered cardiac arrest, and cardiopulmonary resuscitation was performed immediately; however, the patient did not survive. The official cause of death was cardiac arrest, and no autopsy was performed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.